Event description:
It was reported that customer was unable to retrieve images on the 9800 system. The images saved were not listed in the directory. The customer was unable to review the prior case. A hard copy of the images had been saved on a printer. No pt injury was reported.